Event description:
It was reported that during a procedure the housing came apart and fell onto the operative field. The operative field was replaced. There was no adverse consequences, no medical intervention and no significant delays.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure the housing came apart and fell onto the operative field. The operative field was replaced. There was no adverse consequences, no medical intervention and no significant delays.